Event description:
It was reported that the emergency medical services was called on 07/01/2014. Customer's blood glucose level at the time 40mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.